Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to the following: based on the following information, we presumed that the event was caused by physical stress / chemical stress / storage environment, etc. According to investigation, the following were confirmed. - peeling off coating on insertion section - scratches on insertion section instructions for use (IFU) states caution regarding physical stress, reprocessing method and storage environment of device. According to investigation, event was seemingly caused by physical stress/ chemical stress / storage environment, etc. Users can detect the suggested event properly by handling the device in accordance with the following IFU. Preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. Users can reduce/prevent the suggested event by handling the device in accordance with the following IFU. Important information ¿ please read before use warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. Reprocesing manual_ general policy precautions_warning: this instrument may not be durable, or may not have sufficient durability against the respective methods stated in the guidelines of each country for removing or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection, and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety, and durability of this instrument. Confirm that there is no irregularity before use, and use under responsibility of a physician. Do not use if any irregularity is found. Storage and disposal warning: the storage cabinet must be clean, dry, well ventilated, and maintained at ambient temperature. Do not store the endoscope in direct sunlight, at high temperature, in high humidity, or exposed to x-rays and/or ultraviolet-rays. Doing so could damage the endoscope or pose an infection control risk.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed - the locking pin was missing. Additionally, as noted, the coating was peeling. The plastic cover was burned, and the cementing on the distal bending section had gaps. The insertion tube, light guide lens, grip, and universal cord were all scratched. The unit had low angulation, and the distal end insulation had failed. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned the evis exera iii bronchovideoscope due to a missing locking pin on the tightness connection. Additional details relating to the potential patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was noted that the coating was peeling on the insertion section. This report is being submitted to capture the peeling coating.